Manufacturer narrative:
Investigation findings: the complaint sample was returned 12/10/2015. It showed signs of wear/use, but no manufacturing defect/issue was found. The sole was examined. The treads are in excellent condition and free from debris. The complaint information stated that the boot ripped at the toe area as a result of the fall. However, the only area that looked damaged was the insole. The damage appears to be related to the toe area being scuffed. The insole damage would not have affected the form/fit/function of the boot. The blue foam inlay padding showed some breakdown due to the wear/use. However, this type of wear should not caused a slip or fall. Correction: replacement product was requested/sent. Root cause analysis: there were no manufacturing defect/issues found. The reason for the fall was very likely due to the fact that the patient was waking on a wet slippery surface. This appears to be an isolated event related to the wear/use of the product in wet conditions/on a slippery surface. Corrective action and/or systemic correction action taken: there is no action required at this time, as no manufacturing defect/issue was found. Preventive action: there is no action required at this time, as no manufacturing defect/issue was found no further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
Quality issue details: date of occurrence: (B)(6) 2015. When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Patient/end consumer. Was a medical procedure involved? No. Name of medical procedure: not applicable. Did the quality issue cause a delay in the medical procedure? Not applicable. Detailed description of quality issue: the patient had stated that it was raining. She was walking in the (B)(6) parking lot and felt the boot was slippery. She actually fell when she was inside the store. Her foot flew out from under and behind her. The boot ripped at the toe area. How was the quality issue was identified? By actual use. How was the product being used? As usual. Was it the initial use of the product? Yes. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. Outcome details: outcome(s) attributed to quality issue: required medical attention to prevent impairment. Details of medical attention required to prevent impairment: patient went to an orthopedic doctor ( (B)(6) orthopedic dr. (B)(6)). Dr (B)(6) ordered a larger boot with more support. The patient stated that a larger boot, that is a boot had more coverage of the lower leg, was needed due to the additional injury that occurred from the fall. Person(s) affected by outcome(s) checked above: known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? No. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: originally the patient was wearing the boot for treatment of an ankle sprain. The patient stated that the "severe strain in front part of her foot" was a direct result of the fall in question.